Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot#? Where was the suture breakage noticed on patient? What date did the patient present with the suture breakage post-op? How was the suture tied (square knot or multiple knots one end)? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Was there any precipitating stress factor for the suture breakage? Any patient consequences or adverse event outcome? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? Was there any medical/surgical intervention/re-operation post initial procedure? What intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done. What was the date of the re-operation? Any change in the patient¿s post-operative course as a result? Patient current condition?

Event description:
It was reported that the patient underwent eye surgery on unknown date and suture was used. On unknown post operative date, the patient presented with broken sutures. It is unknown how the patient was treated for this condition. There were no adverse patient consequences reported.